Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to the patient has cholesteatoma and infection at the implant site. There are no plans to reimplant the patient with a new device as of the date of this report.